Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked battery tube threads, cracked keypad overlay and cracked reservoir tube lip. The p cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the rail of the insulin pump had a crack and also the battery cap was damaged. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.